Manufacturer narrative:
The sample was returned and evaluated. Bodily fluids observed on device, no issues observed during visual inspection. A steady state pressure test was also conducted on the unit to mimic the physiological flow conditions of the human eye, where the resulting pressure in the system measured and yielded passing results. The returned valve met the acceptance criteria and performed as expected.

Event description:
After surgery, the patient developed low pressure, which couldn't be corrected with conventional methods.

Manufacturer narrative:
Device history record was reviewed and no issues were observed, product was manufactured, tested and released per validated procedures. Unit has not been returned for evaluation.

Event description:
After surgery, the patient developed low pressure, which couldn't be corrected with conventional methods. Therefore, the drain was eventually removed, after which the pressure normalized.